Event description:
It was reported during reprocessing the monopolar cautery instrument was noted to have a gouge at the bottom of the shaft. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed damages on the main tube. The instrument main tube was found with gouges and material removed at the distal end, approximately 0.98 from the snake wrist. Evidence not conclusive, but damage likely due to excess force contact on the main tube surface. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.